Event description:
The pump was replaced due to normal battery depletion. When they operated, the catheter was ruptured. It was unknown when that happened. Drugs in the pump were noted as baclofen and lidocaine. It was later stated that the catheter had a micro-tear. During surgery the surgeon realized that the catheter was "busted in spine" and had been "leaking like a faucet". Catheter was replaced along with the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that revision of intrathecal catheter and replacement of end of life pump was performed with programming and interpretation fluoroscopic images. It was noted that there was an obvious catheter fracture and leaking and it was questionable how much drug the patient was actually getting "for some time". It was noted that there was clear fluid noted around the catheter and when the catheter was fully exposed, it was obvious that it was leaking distal to the soft tissue anchoring the device. It was reported that as soon as the healthcare provider got into little pocket where the catheter was, there was clear fluid noted and represented a fracture of the catheter making it more understandable to the hcp. It was noted that the patient had increased spasms for some time. It was reported that it was likely that the device had not been functioning appropriately because of the catheter had been discontinuance. It was noted that there was no leak of csf. It was reported that after the pump was explanted, the remainder of the catheter was removed. It was noted that the scar around the old pump was closed during implantation of the new pump. It was reported that the patient was having "no problem" at the time of report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).